Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 123952, lot 3469626- exceed abt 3hl shell 39/52mm. Part 650-0795, lot 3449524- biolox delta lnr 36mm 54-56mm. Part 650-0661, lot 3458844- delta ceramic fem hd 36/0mm. Part unknown, lot unknown- unknown screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 517 patient experienced pain post-operatively.